Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was 40 mg/dl and food was consumed to elevate bg. Customer reported the pump basal rate setting was cause of low bg. Recommendation was made for the customer to discuss the event with a healthcare provider.